Event description:
The 3m company makes an adhesive electrode pad that EKG leads attach to during a stress test. The name is red dot. These pads have glue on them. On several occasions these pads were used on pt and each time they were removed, it took a layer of skin with it. Pt has six places about 2 inches by 1 inch that the skin has been removed when the pads were removed. Pt's skin is burning and irritated where the pads were located. Pt has complained to cardiologist about this problem. Pt doesn't believe these pads should have so much glue on them that they should remove skin. Pt did not get the lot number this particular time, but is certain by past experience with them that a bad batch is not the reason for them removing skin, rather it's the way they are made. Pt will not allow this type to be used on them again.